Event description:
Certified registered nurse practitioner (crnp) inserted PICC line under normal conditions per protocol. After insertion, guide wire port unable to be disconnected from catheter port. Multiple attempts were made by different providers to remove piece. Line was then dislodged during this process and discontinued.